Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4). Contacted the name on the maude event report and the following information was provided: the patient was a 25 week premature female infant who presented with an asymptomatic patent ductus arteriosus (pda). The contact indicated this issue typically corrects on its own; however, this did not occur with this infant and the decision was made to operate. The contact was told when the surgeon attempted to clip the vessel, it scissored the vessel rather than ligated. The infant bled out and expired. The contact asked for all further information to be filtered through the director of clinical risk management. Message was left with this contact for further details around the incident, device status, and potential clinical conversation with the surgeon and ees. The backup for the director of clinical risk management called to inquire about the exact information we were looking for. Indicated we need specific details around the incident, chain of events prior to and following the incident, autopsy results if applicable, and to request for a clinical conversation with the surgeon. She expressed she would follow up with her director and call back. Contacted the sales rep and she was unaware of this event. Ees risk manager left message for director of clinical risk management and sent an email. Additional information from an additional contact was sent to the ees risk manager: she believes the clip applier was not sequestered or analyzed/tested and was placed back into inventory. Due to the large number in inventory, they are unable to discern which device was used. She also provided another contact, the risk manager at (B)(6) center. Message was left with the risk manager. Ees risk manager spoke with the risk manager at the account: she was not previously made aware of this procedure and patient and therefore, had no details. She did provide the identity of the surgeon and requested that we fax a letter to the surgeon with the information we want to obtain. Letter faxed and mailed to the surgeon. - (B)(4)

Manufacturer narrative:
(B)(4). The patient's family has obtained counsel and has instructed that we are not to contact surgeon unless they are present. We have confirmed that no autopsy was performed and the device was not preserved and has been placed back into inventory. Also, we've been advised that the clip was not preserved and is not available. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.